Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The manufacturer received information alleging patient passed away. Additionally, the device has been returned to the third-party service center. There was no foam particles were observed during the evaluation. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.